Event description:
Philips received a complaint from the customer regarding a v60 ventilator alarming ¿high o2 pressure¿ followed by ¿no o2 available¿ when oxygen was connected in ventilation mode. No patient involvement or patient impact was reported at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. Initial evaluation noted the device was connected to an o2 transport kit manifold. The customer disconnected and reconnected the oxygen sources and manifold while monitoring inlet o2 pressure via the pneumatics screen. During testing, the device generated appropriate alarms when abnormal inlet conditions were present. Per subsequent good faith effort (gfe) response received 02jan2026, a full performance verification test (pvt) was performed and successfully passed. Further evaluation determined that the issue was not caused by excessive oxygen pressure from the wall supply. Instead, an undetectable leak was identified in the oxygen supply hose. After completing philips technical support¿recommended checks and replacing the hose with a known good hose, the issue was resolved. No fault was identified with the v60 ventilator. The event was attributed to insufficient pressure and back pressure caused by the leaking supply hose.